Manufacturer narrative:
The field service engineer checked probe alignment and this was ok. The gripper and mixer were checked and these were ok. A filter was cleaned. The reagent compartment was cleaned and was ok. A hardware check was performed and was ok. Cleaning maintenance was performed. Controls were tested and were ok. The complained patient sample was repeated three times and the results were (B)(6). Calibration signals were within range. Quality controls tested from 09-aug-2021 to 12-aug-2021 were within range. The investigation could not identify a product problem. The cause of the event could not be determined. A contamination of the patient sample could not be excluded as a potential cause. No confirmation testing was performed on the complained sample. Per product labeling: "all initially reactive samples should be redetermined in duplicate with the elecsys hiv combi pt assay. If cutoff index values are = 1.0 in either of the redeterminations, the samples are considered repeatedly reactive and must be confirmed according to recommended cdc confirmatory algorithms."

Event description:
The initial reporter stated they received (B)(6) results for one patient sample tested with the elecsys hiv combi pt assay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample was tested twice, resulting in (B)(6) combi pt results of (B)(6). After initial measurements of the sample, preventive maintenance was performed on the analyzer. The sample was repeated on (B)(6) 2021, resulting in a value of (B)(6). The sample was also aliquoted into a cup and repeated twice on (B)(6) 2021, resulting in values of (B)(6). The (B)(6) value was reported to the patient based on being repeatedly reactive. A particle agglutination test was performed on the sample and the result was reactive. The serial number of the e411 analyzer is (B)(4).